Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator was bent and could not be inserted. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set for evaluation. The body of the dilator was straight. The tip was examined and found to be deformed, consistent with the deformation caused by use. The dilator body and the inner diameter of the dilator tip were measured and found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator being deformed during use was confirmed during the sample investigation. The tip of the dilator was found to be misshapen in a manner consistent with use. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the dilator was bent and could not be inserted.another device was used to complete the procedure.